Event description:
During patient setup prior to treatment, a site reported that the robocouch patient support system's table top unexpectedly descended several inches; the patient was removed from the system by the attending medical staff prior to further descent of the table top. There was no patient injury reported.

Manufacturer narrative:
The cause was traced to a manufacturing defect of the pulley/motor assembly. Field service engineering corrected the error resolving the issue. All robocouch systems will be inspected by field service engineering.